Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A news article reported that the patient had setbacks. She had additional surgeries to replace implants that had broken. Every time the doctors had to remove an implant, she got a glimpse of how bad her symptoms were. Once an implant was re-activated, she progressively resumed her training. The patient's indication(s) for use were parkinson's dual. Refer to manufacturing report #3004209178-2016-13196 as the patient had two inss and it was not specified if one or both had broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.